Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this report is for 1 unknown drill bit, whereby the patient was being treated for a proximal humerus fracture using a multiloc humeral nail. While drilling the proximal hole for the distal locking after the proximal locking with the multiloc screws, the drill was obstructed or interfered with by the nail. After re-drilling and inserting a k-wire, the surgeon re-tried drilling while holding the sleeve, but was unable to avoid interference. The surgeon decided to remove the drill sleeve and drill with only the protection sleeve. Then, he inserted locking screws to complete the operation. The product associated with this event has not been returned for investigation and no further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown drill bit. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no part number or lot number was provided. Placeholder.